Event description:
Procedure: donor nephrectomy. According to the reporter: during procedure, the device became dull and could not cut well. A new device was opened to complete procedure. There was no bleeding, no tissue damage, no unanticipated tissue loss, nothing fell into cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).